Event description:
It was reported that during cleaning and sterilization, the customer complained of the 5mm bowel grasper instrument shaft wear.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that shaft wear, reported by the site was associated to the incorrect use of the cannula. The fse visited the site and he observed gouges and scratch marks on the 5mm bowel instrument's shafts. During his visit, fse was also became aware that the customer was not using 5mm cannulas or the 8mm to 5mm cannula reducers. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings warning: always use the appropriate intuitive surgical cannula reducer and seal to ensure intuitive motion when inserting endowrist instruments through cannula with larger inner diameters (e.g., 5 mm instrument with an 8 mm instrument cannula). Additional observation not reported by site was film build-up on the 5mm instrument's shafts. Fse observed that the customer was manually cleaning the instruments and using an automated ultrasonic cleaner (da vinci sonic pro). The customer was not using a washer disinfector. The film build-up was visible after ultrasonic cleaning. Manual scrubbing and rinsing instrument shafts after ultrasonically cleaning removed the film build-up. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Isi contacted initial reporter robotics coordinator, she indicated that the issue was identified and corrected and they have not experienced any further issues. She also mentioned that they experienced this issue with a total of 6 bowel graspers instruments. Related mdrs numbers: 2955842-2013-01374, 2955842-2013-01375, 2955842-2013-01378, 2955842-2013-01379 and 2955842-2013-01381.